Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Manufacturer narrative:
An event regarding loosening involving a trident hemispherical cluster 56mm was reported. The event was not confirmed. Device evaluation not performed as no device was returned. Medical evaluation not performed as no medical records were provided. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular hip system on (B)(6) 2004. It is alleged the patient began to experience extreme pain, discomfort, and implant loosening. The patient was revised on (B)(6) 2012.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular hip system on (B)(6) 2004. It is alleged the patient began to experience extreme pain, discomfort, and implant loosening. The patient was revised on (B)(6) 2012.